Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01533 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2010. According to the complainant, post-implantation, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia (specifics and date/s of onset unknown). Reportedly, the patient underwent surgery on (B)(6), 2010 to remove the eroded mesh (type of mesh unspecified). All other information, including the patient's current condition, is unknown and reportedly unavailable.